Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the 550 soltive single use fiber emitted sparks and smoke at the base. The issue occurred during a therapeutic prostate enucleation procedure. There were no reports of patient harm.